Event description:
It was reported that the display on the infusion device was malfunctioning in a way that affected the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.